Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18253511.

Event description:
It was reported that the ipg was no longer effective and now causing pain when the patient was laying down on it. The patient described the pain as burning hot. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.